Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg pocket site due its location on the patient's hip bone. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket site was revised and moved 2 inches higher in the left flank. Effective therapy was restored.